Event description:
Patient was revised to address poly wear with synovitis. Poly wear was minor.

Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported "minor" polyethylene wear without the product to examine; however, some polyethylene wear after approximately thirteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.